Manufacturer narrative:
The reported event, broken lag screw tip, was not confirmed since neither product nor medical records were provided. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). Implant breakage during insertion is rarely known. As reported the lag screw interfered with the drill hole of the nail which requires significant deviation between target device / sleeve and the nail¿s drill hole. Reasons are various like ¿ but not limited to ¿ insufficient tightened nail holding screw, k-wire initially deflected or significant manual load on the targeting construct during drilling which would be regarded as user related. Since a second lag screw was implanted successfully an inaccuracy in alignment of the target device can be excluded. A review of the device history for the reported lot did not indicate any abnormalities. As no products were returned an exact root cause could not be determined. In case product or other essential information becomes available were reserve the right to re-reopen the case for investigation and to assess a root cause.

Event description:
It was reported, when the lag screw was inserted, it interfered with the screw hole of the nail and the screw tip was damaged. The broken tip was left inside the patient. The patient was young and his bone quality was good, so the direction was slightly deviated and could not be corrected.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded.

Event description:
It was reported, when the lag screw was inserted, it interfered with the screw hole of the nail and the screw tip was damaged. The broken tip was left inside the patient. The patient was young and his bone quality was good, so the direction was slightly deviated and could not be corrected.